Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite had opened up so much they could not eat properly. They were seen by their dentist who immediately sent them to an orthodontist. The orthodontist confirmed how misaligned their bite was. They started invisalign to correct what byte had wrongly created.